Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 400 mg/dl at the time of admission. The customer reported feeling ill and experiencing high blood pressure and hypertension from their blood glucose. The customer's current blood glucose was 185 mg/dl at the time of the call. The customer reported feeling nauseous and dizziness from their blood glucose. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Customer declined to check for the presence of leaks and air bubbles during troubleshooting. The customer was advised to change out the entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.